Event description:
A medtronic representative reported that a legacy tap was returned to the medtronic navigation access center was clogged with foreign material. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The tap was found to be fully functional with no material blocking the instrument. A guide wire passed through the tap without issue. The instrument inserted into a navlock driver handle easily. No problem found. A replacement part was sent to the site on (B)(4) 2012.